Manufacturer narrative:
Sc-1200 (B)(4), the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Date of event: exact date unknown, event occurred a couple months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 17061412.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent ipg and lead explant procedure and was doing well postoperatively. The explanted lead was discarded.